Event description:
Device issue: tip separation. Time of device issue: during procedure. Adverse event: surgical intervention. It was reported that during the procedure in an unspecified vessel, while advancing the prowater flex guide wire to the target lesion, the guide wire tip separated. It is currently unknown if resistance was felt. The guide wire tip was removed surgically and coronary artery bypass grafting was performed. There were no reported adverse patient sequela. Though requested, no additional was available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.